Manufacturer narrative:
Unit received with blank display due to electronic damage by moisture. The motor assembly found with moisture damage. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. Unable to verify low battery, button error or button keypad anomaly due to blank display. (B)(4)

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer getting into swimming pool for about an hour with insulin pump. Customer reported that as a result, insulin pump received a button error alarm, there was fluid under display screen, low battery, and keypad was not responding.. Customer's blood glucose was 90 mg/dl. Customer was advised that insulin pump would need to be replaced.